Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver displayed errhwbat. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error icon display occurred. The product was evaluated. The device was visually inspected and it passed. The receiver was charged and rebooted and passed. The receiver case was opened and the internal inspection passed. The log was downloaded and reviewed finding hardware errors. Battery measurements were taken and it passed. The allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.